Event description:
Customer reported cytarabine leaked from a tubing separation above the upper fitment during an infusion. No pt or staff harm reported.

Manufacturer narrative:
(B)(4). Pt info requested and all available info is included in sections a and b. This report was filed by the manufacturer. Product evaluated and the customer's experience of a tubing separation above the upper fitment causing a leak was not confirmed; however, a leak at the engagement of the tubing to the upper fitment was confirmed. The root cause of the leak was due to insufficient solvent application at the engagement.